Event description:
Per medwatch: thoracentesis tray used and during procedure when the inner catheter was retracted, a large portion of the catheter was missing. (Approx. 4 inches). Pt had to be taken to the radiology dept for retrieval of the catheter.